Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'over infusing' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during an unspecified process step. There was no patient involvement. No additional information is available.